Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 100ml reservoir was implanted. Additional information received states the device was replaced due to a malfunction of the device. The pump was not working anymore and "no fluid could be transported from the reservoir towards the cylinders." The device issues began some time in (B)(6) 2019. Following the surgery the new device was working properly.